Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally, the investigation identified downstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. The device air detector and dso seal were replaced and the device passed all testing.

Event description:
It was reported that the air detector was damaged. The issue was found during testing. Additionally, the investigation identified downstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable.